Manufacturer narrative:
(B)(6). The lot was manufactured november 07, 2016 - november 08, 2016. The actual device was not available; however, four (4) photographs of the sample were provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photographs was performed with the naked eye. The photographs show evidence of leak inside a bag that contained the device. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) infusors leaked. The location of the leaks is unknown. This issue was identified before use. The infusors were compounded with desferrixamine 2.8g in 30ml. There was no patient involvement. No additional information is available.